Manufacturer narrative:
The actual sample was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples an orange mark is visible on the header cap at the possible location of the leak; however, the reported condition could not be visualized. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the header cap of a polyflux 17l set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name, last name, facility name, address, city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.